Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that there was a leak just below the butterfly where the catheter is joined. Alcohol 70 percent and chlorhexdin 1 percent were used to clean the area and the area was dried completely prior to insertion. The uvc was not difficult to handle during insertion, nor was it difficult to service. It was inserted in the nicu. The single lumen was used for continuous feed of nacl 0/45 percent 0.5cc per hour. The uvc was removed and not replaced. The pt is currently stable.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.